Event description:
It was reported that a patient observed leak from a crack in a transfer set's tubing. This event occurred during use. The patient immediately stopped therapy, clamped the line, and went to the hospital to have the transfer set replaced. At the time of the event the transfer set had been in use for 110 days. The crack was located about 2 cm from the patient adapter. The customer stated that the texture of the tubing has changed and seemed rough prior to the reported incident. The patient mentioned that the tube has been folded in the same way when taking a bath every day. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. During visual inspection by the naked eye and magnification, cut tubing 1/4 inch below the bushing was observed. In addition, marks were observed on the outside of the (patient adapter) connector, indicative of tool use. Functional testing was performed which included leak testing, clamp function testing, integrity of seal surface testing, and clear passage testing. Leak testing did not pass due to the cut in the tubing. Upon conclusion of the investigation, the cause of the reported issue was determined to be a tubing hole. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.